Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their connector pin broke. They got the desktop (dtc) and it did work to charge the recharger (insr), but now they were finding that they could not use the insr to charge their implant. It was reported that they last charged and felt stimulation "a couple months ago" and today found they could not connect. The reason they weren¿t using stim was because they weren¿t having pain, but now they were having a return of pain due to lifting their dog. A possible overdischarge was reported. No further complications reported/anticipated. Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient experienced an increase in back pain and had attempted to recharge her implantable neurostimulator at home with no success. A device reset was attempted with the patient at the time of the report; however, it was unknown if it was successful. There were no further complications reported. Additional information was received and it was reported that the physician mode restart didn't resolve the overdischarge. The patient would see their doctor on (B)(6) 2020 to determine if they could get the battery replaced. The battery went to sleep and they had been trying to charge it, but it had not reacted. The issue wasn't resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 37761; lot# serial#: (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative and it was reported that the plan was to replace the device, but due to covid-19 the replacement date had not been determined at this time. No further complications were reported or anticipated.